Event description:
It was reported that, during a bypass revision procedure, the surgeon was having issues with the ethicon 4000 stapler. She fired a green load and it the staples did not make a b form. The legs of the staples were sticking straight up. She then opened another stapler and tried another green load and the same thing happened. She also tried to fire a black load and the staples still didn¿t make a b form. There was no patient consequence nor surgical reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 3/23/2026. B3: only event year known: 2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify if the product issues that have occurred been reported to customer quality? 2. If yes, do you have the complaint submission numbers (pc numbers)? 3. What is the total number of procedures/patient events? 4. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.